Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed. The root cause of the se 2240 is due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on homechoice (hc) during dwell 1. The baxter technical representative (tsr) explained the alarm to the home patient (hp). The tsr had the hp cycle the hc. The se 2367 occurred. The tsr informed to start over using new supplies. During troubleshooting, tsr documented that the patient had connected after realizing they pressed go without being connected. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance spoke with the nurse regarding the alarm. The nurse stated that the patient had visited the clinic and had been continuing therapy with no issues. The nurse had reviewed procedures for therapy with the patient.